Event description:
Initial result for a patient sodium was 133 mmol/l. When repeated, the result was 140 mmol/l. The incorrect result was not used to guide therapy. The field service representative repaired the instrument by replacing the ise wash tower and the wash tower valve.